Manufacturer narrative:
No product was returned for evaluation. The lot number is unknown, so it was not possible to review the device history record.

Event description:
The patient underwent a bilateral mastectomy on (B)(6) 2010 with bilateral, two stage breast reconstruction using veritas collagen matrix. The tissue expanders were replaced with implants on (B)(6) 2011. The patient developed a seroma in the right breast which was treated with aspiration in the clinic. The patient had one drain placed in the pre-pectoral space of each breast for an unspecified number of days after the initial surgery and she received oral antibiotics post-operatively.